Event description:
Information was received indicating that a cadd legacy 1, mdl 6400, pump was alarming ?air in line detected" when attached to the cassette.

Manufacturer narrative:
H6: event problem and evaluation codes: updated after device evaluation. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device had a scratched screen. The customer stated problem was duplicated. Replace the defective air detector. The cause of the reported problem could not be determined. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Manufacturer narrative:
Additional information was received indicating that there was no patient injury.